Event description:
The customer reported that the device screen freezes. There was no report of impact on the pt.

Manufacturer narrative:
Pr#: (B)(4): a f/u report will be submitted upon completion of the investigation.